Event description:
The customer stated that she cannot get the meter to come on and the handle will not go back in. She also indicated that she is receiving an error on the meter. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.